Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as the leak alarm continued to occur when using this intellicuff. This occurrence was noticed during ventilation. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer 156241. Investigation is ongoing.